Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, episodes of non-sustained oversensing and vf episode due to noise were observed on the ventricular channel. Increased capture threshold, decreased sensing and decreased in impedance were also noted. X-ray revealed lead dislodgement. Lead was explanted and replaced. Patient was stable and in good condition post-procedure.